Manufacturer narrative:
(B)(4).

Event description:
It was reported that a receiver reinitialization occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ additional. D9 device available for evaluation - correction. H2: additional information - correction. H6: type of investigation ¿ correction.

Event description:
Subsequent to the initial MDR, a correction is required.